Manufacturer narrative:
Pending investigation. Concomitant products: 350-01-02 - talar implant sz 2 lt 5186556, 350-10-02 - ankle sz 2 locking clip 5125244, 350-21-02 - tibial insert fb sz 2 lt 6mm 4536664, 351-91-03 - recip sawblade 8x50x1mm 215204.

Event description:
As reported, the patient had an initial ankle replacement on (B)(6) 2018. Approximately (B)(6) 2021 the patient developed a cystic formation on the tibial and talar side. The components are not loose and no failure of implant detected. Alignment is well maintained, but pain persists and it is difficult to walk. The patient was revised on (B)(6) 2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0024-2022.